Manufacturer narrative:
(B)(4). Additional information: the device was manufactured may 14, 2014 to may 15, 2014. The device was received for evaluation. Visual inspection revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed microscopic air bubbles blocking the fluid pathway inside the lumen of the glass capillary. The air bubbles were determined to be the cause of the reported condition. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor delivered only a small amount of its contents. This occurred during infusion of fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.